Event description:
During the annual preventive maintenance procedure the biomed department discovered an issue with the manufacturer's procedure for calibrating the oxygen; it is not accurate and the unit does not respond in accordance with the manufacturer's documentation on the testing. We could not tell if the units passed the oxygen calibration or not. That made us uneasy so we went to their technical support for help. Until several discussions with technical support and the local service representative, drager was not convinced there was an issue. Now that their service rep is involved they are finally convinced they may have a sofware issue with the oxygen calibration required by their software annually, and also in their service manual.